Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.1mm vticm512.1 -8.50/1.5/093 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on 21 dec 2023. Low vault with rotation was observed. Lens exchanged with a longer length lens on 30 jan 2024 and problem was resolved. Cause of event was reported as unknown. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm512.1 -8.50/150/100 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. Low vault was observed. Lens exchanged with a longer length lens on (B)(6) 2024 and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).